Event description:
On (B)(6) 2013, the patient contacted animas alleging that she had been experiencing erratic blood glucose (bg) for the past 48 hours, as low as 38mg/dl and as high as 350mg/dl. The patient stated with lows she experienced incoherency, and with highs she experienced extreme thirst and ¿feels bad¿. The patient stated she treated low bgs with glucose tablets and juice, and treated high bgs with a site change and correction injection. The patient was unable to complete troubleshooting at the time of initial contact. Customer technical support has attempted to reach the patient for troubleshooting, without success. The reported bg elevations do not meet animas criteria for a serious injury. This complaint is being reported due to the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no data in the black box from the time of the reported bg excursions due to continued pump use. The pump passed flow accuracy testing and was found to be operating within required specifications and delivering accurately.